Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant, the patient received multiple inappropriate shocks. The right ventricular lead was found to be dislodged in the atrium and atrial fibrillation was detected as ventricular fibrillation. Reprogramming was performed to turn therapies off. Several days later, x-ray confirmed that the lead was in the atrium. The right ventricular lead was noted to have undersensing and no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.